Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When placing a 24 gauge piv in patient's right hand, the angiocath was poked into the skin at which point this rn felt resistance. Small amount of bleeding was noted around the insertion site. Rn removed angiocath due to large amounts of resistance and noted that the angiocath appeared fractured and splintered. New piv placed in patient's left hand. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No patient harm

Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One 24g insyte autoguard IV catheter and retracted needle were provided for investigation. The sample exhibited evidence of use. A microscopic examination of the IV catheter revealed two v-shaped breaches in the tubing. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage likely occurred due to complications during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.